Manufacturer narrative:
Evaluation in process.

Event description:
Three cases were performed at the (B)(6) hospital in (B)(6). From the second case the system began indicating problems with the ultrasound probe. By the third case we had permanent "red" messages indicating no ultrasound probe that sometimes allowed the case to continue but at other times resulted in an automatic restart with the message "cryocs application not responding". Tried to solve the problem by shutting the system down and restarting it. This did not help. Checked the connectors of the ultrasound probe and found all pins in straight lines, with no visible damage to either the connectors or the probe.

Manufacturer narrative:
Service history review was conducted and found no previous issues. Unable to duplicate the reported issue after 2 hours of simulated use testing. Device returned to the customer.